Manufacturer narrative:
Updated: device evaluated by MFR.?, eval summary attached, method codes, result codes, conclusion codes. Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed a damaged in the lap joint area. The telescope assembly was able to properly pull back, advance, and retract. Fluid was leaking from the lapjoint area when the catheter was flushed. No other visual damages or kinks were encountered during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that sheath detachment occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery with 38 mm in length and 3.0 mm vessel diameter. An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention, it was noted that the opticross¿ imaging catheter was fractured. The procedure was completed with another with the same opticross¿ imaging catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that sheath detachment occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery with 38 mm in length and 3.0 mm vessel diameter. An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention, it was noted that the opticross¿ imaging catheter was fractured. The procedure was completed with another with the same opticross¿ imaging catheter. No patient complications were reported and the patient's status was stable.